Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
Non-sustained right ventricle oversensing episodes were recorded which triggered a merlin.net transmission. The egms showed post-paced t-wave oversensing. The device was reprogrammed and the issue was resolved. The patient is stable.